Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, the cause of the no image occurred due to a faulty patient board. The specific root cause of the faulty patient board could not be determined at this time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device was evaluated. No image was produced when the device was tested with olympus, model series 180 scopes due to a faulty printed circuit board (patient board set). The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
An olympus, model cv-190, evis exera iii video system center was returned to olympus for processing with no problem reported. Upon inspection and testing of the returned device, it was noted that no image was present with olympus model 180 series scopes. This report is submitted for the reportable malfunction of no image. As the problem was found during in-house service of the device, there was no patient involvement.